Event description:
It was reported that a customer experienced an issue with a device not staying aligned on its charger. There was no adverse impact to the customer¿s blood glucose level. Technical support attempted to follow up with the customer, but the customer did not respond to follow-up attempts, leading to the closure of the case without further information.